Event description:
It was reported that during a shoulder surgery the tips of three devices ar-2324psp (lot: 15375183) bent and broke off. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324psp swivelock® batch 15375183 was received for investigation. Visual evaluation revealed a fractured eyelet (at the distal end). Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is off-axis loading and prying or leveraging the device with excessive force. The complaint allegation is confirmed. Refer to the investigation photos.